Event description:
Additional information was received from the field representative who confirmed that the lead suture sleeve was not found. No additional adverse patient effects were reported after that incident.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that cuts in the insulation were seen at 147, 153 to 155 mm from the terminal pin, which is most likely due to the removal of the suture sleeve. The suture sleeve is also missing. There is nothing visually wrong with the lead that would cause a dislodgment, thereby the allegation was not confirmed. The lead is clinically out of specifications due to a field induced damage.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. It was also reported that the suture sleeve of the lead was missing. The lead was successfully replaced and no longer in service. No additional adverse patient effects were reported.